Manufacturer narrative:
H6: the previously applied fdc d16 code is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyriod surgery, the first tube they used worked initially then in the middle of the cases one side completely stopped working. They did a lot of trouble shooting between if it was the nim unit or the tube. And figured out it wasn¿t the machine and it was the et tube. Reintubated with another tube and then the cuff blew immediately on that tube. Third tube worked fine and finished the case without incident. There was no patient injury.

Manufacturer narrative:
H3: product analysis found that, only a size 7 trivantage tube was returned in the original packaging carton. There was no significant damage noted to the packaging carton when returned. Upon return, it was observed that the harness was cut off. The traces of contamination were observed on the cuff and the tube. There was a large puncture observed in the cuff. The functional testing could not be performed due to damaged condition of the device upon return. The complaint was confirmed, due to an out of specification condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.